Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion" "infusion was started with rate 20 ml/h but it went in seven minutes. Three nurses had checked that the infusion rate was set correctly. Patient information: there was no immediate danger to the patient, the drug was an antibiotic. Tissue irritation in his hand (redness around the cannula). The patient was able to return home without any problems".

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). A visual inspection was performed. No damage was found. A functional test was performed. The device passed the self test. An ops 50ml syringe was inserted, and the pump identified the syringe and it could be selected from the menu. It was possible to put the pump in operation. The device history files were read and analyzed. On the 7th march 2022 at 1:10 am an ops 50ml syringe was inserted into the device and was filled with approx. 3ml. The infusion was started with a rate of (B)(4). At 01:17 am, 7 minutes later the pre-alarm "syringe near empty" occurred. At 01:19 am, 2 minutes after the pre alarm, the syringe near empty was muted by the user. At this time (B)(4) were infused. A malfunction of the pump could not be detected. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of (B)(4) was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of (B)(4). To investigate the inside of the device, only the upper housing was removed. No damages were found in the inside. The complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation. A malfunction of the pump could not be detected.